Event description:
Customer reports one incident of a blood leak during patient treatment on use #6. Noted by visible blood. Estimated blood loss was 200 cc's. Treatment was continued with a new dialyzer and new blood lines without incident. No pt injury or medical intervention reported.